Manufacturer narrative:
Device history records (DHR) review showed component acceptability and traceability were confirmed through incoming inspection records for traceable components used. Product lot passed all required inspections at both end product and subassembly levels. No manufacturing issues associated to the reported event were found in the reviewed lot. A sample evaluation could not be performed as the samples were not returned. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 000627 tubes, gastrointestinal (and accessories) allegedly did not present adequate durability and there was a need to exchange an external part. There was no reported patient injury. This information was received from one source. Patient age, weight, and gender were not provided.